Event description:
Amplatz septal occluder, size 30mm, was deployed. After a 5 minute wait, the device embolized in the left atrium. This seemed due to the fact there was no lip for the occluder to rest on. The pt underwent surgery to remove the occluder and the surgeon then proceeded to repair the asd.